Event description:
It was reported that during inspection of an inflatable penile prosthesis (ipp), the right cylinder was not properly seated and presented a slight bulge. Intraoperatively, both cylinders were found to be malpositioned, possibly due to proximal crossover. The patient experienced discomfort. As a result, the device was explanted, and the physician recommended allowing the patient to heal before returning in a few months for re-implantation. No additional information has been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use.